Manufacturer narrative:
Evaluation of the involved cartridge confirmed the arterial connector was broken. A device history review was performed and there were no related defects found during the manufacturing of this lot. The lot was released for distribution having met all product design, quality and product released criteria.

Event description:
A report was received on march 13, 2017 that a cartridge luer broke during the hemodialysis priming process for an intensive care patient. There was no adverse patient impact.